Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome. When the sphincterotome exited the channel of the endoscope, the orientation was in the left position. The procedure was able to be completed by using this device. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report that the cutting wire does not orient as intended. During the visual analysis, it was noted that the catheter tip and cutting wire was not intact. The entire catheter was extremely deformed with twists of the tubing and the drive wire from proximal to distal end of the device. Approx 14 cm from the wire guide port, a severe kink of the tubing and the drive wire was evident. Approx 22 cm from the distal tip, it was noted that the catheter tubing was split to the extent the drive wire was exposed. The tip of the sphincterotome was severely deformed in shape presenting an over-bent, curved appearance. It was also noted that the cutting wire has disconnected from the catheter at the distal end and remained attached at the proximal end of the tip. The tip of the cutting wire dos exhibit evidence of a cautery application, as does the catheter skive where the distal end of the cutting wire should have been attached. The securing component assembly remain attached to the cutting wire at the area of disconnection, and have been verified to be contained inside the distal lumen tip. During the laboratory analysis, although the cutting wire was not intact, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 1:30 o'clock (appropriate orientation is approx 11:00 - 1:00 o'clock) and access to the papilla was not achievable. Due to the break in the cutting wire, the device was unable to be bowed to determine the final orientation position. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions, such as pt anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device". Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable". A separated and/or broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire separation and/or breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved style inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved style is in place, as this may cause damage to sphincterotome and render it inoperable". Cutting wire separation and/or breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire separation and/or breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire separation and/or breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and function test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. (B)(4).